Event description:
Colonoscopy in progress when clips were deployed to obtain polyp. Did not deploy. Clips removed from colonoscope and new clips used. Procedure finished without complications. Defective clips removed from service and replaced by (B)(4).